Event description:
It was reported that a large volume infusor did not run at all. The device was filled with cefazolin 8000mg in 240ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.